Manufacturer narrative:
The probable root cause of the reported issue can be attributed to a fault of the rolling loop assembly within the affected universal surgical manipulator (usm).

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted umbilical hernia surgical procedure, the patient side cart (psc) had recoverable faults on arm#1 which was not even draped or in use. Site disabled arm#1 to avoid further faults and viewed live logs, found error 32097 on arm#1. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted ports were placed prior to the issue being identified. The system functionality was checked upon powering on the system and system initially powered on without errors. The site was contacted for troubleshooting and full troubleshooting was completed. The fault was recovered, and the arm was disabled and eventually resetting system between cases. The procedure was completed normally without use of arm with no patient injury. The surgeon disabled the arm to complete the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) came into failure analysis with the reported problem (error 32097), it was confirmed as having occurred in the field and could be replicated. During visual inspection no evidence was found that would relate to the reported problem. The unit was tested on an in-house system and passed in normal mode. The unit was also tested on a patient side cart fixture test platform (pftp) a fiber test failed (rolling loop). Once testing was completed, the fiber was tested, and it was verified to be the source of the fault.